Event description:
It was reported that during a surgical procedure to remove a stone from the patient's neobladder, "multiple scopes and accessories damaged, tears in the external cover and sheath, tore off the camera itself". No patient injury was reported. The procedure was not completed, and a follow-up surgery was scheduled for the patient.

Manufacturer narrative:
Device history record review was performed. There is no information that suggests any manufacturing defects that may have contributed to the reported event. All products were manufactured, inspected, and released in accordance with established procedures and acceptance criteria. Reported event is not confirmed. Subject device was returned for evaluation, during receipt, a portion of a laser fibre was found to be left wihtin the working channel of the subject device. Visual inspection confirmed that the distal tip section, including the camera housing is undamaged. A small hole (3mm) was observed on the insertion portion at approximately 570mm away from the distal tip of the subject device. The outer jacket of the insertion tube is melted, exposing the light guide, evident of laser burn. Illumination and camera function was able to be achieved when the device was connected to a console unit. Light can be seen at the distal tip, and also at the small hole at the laser burn mark. The proximal end of the laser fibre terminates at the location of the hole, indicating that the damage occured when the laser was applied during the procedure. Further communication with the importer revealed that the subject device was used together with an access sheath. Due to challenging angle and continuous force applied, the sheath broke, which in turn damaged the device. There is no report of patient injury. The procedure was not completed, and a follow-up surgery was scheduled for the patient.